Event description:
It was reported that the device did not respond to the magnet. The device was later checked twice by the physician, and both times the device responded perfectly to the magnet, and the physician was able to interrogate and program the device as normal. The device is still in use. No patient complications have been reported as a result of this event. The patient is enrolled in the discovery study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.